Event description:
It was reported that the ilet was losing a significant battery charge overnight despite being fully charged, consistent with battery depletion of the hardware. A replacement ilet was offered; however, the patient decided to hold off on replacement at this time. Symptoms included no reported adverse health effects. Outcomes included no impact to the user¿s health and no need for medical intervention or hospitalization. Investigation included customer troubleshooting and education with review of device use and charging practices, and no alerts or alarms were reported. Investigation of this case revealed no device malfunction confirmed as the device has not been returned and no user harm identified. It was concluded that the reported battery depletion could not be confirmed as a device failure based on available information.